Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specification. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with one plus superior nasal diffuse lamellar keratitis of the right eye one day following lasik treatment. The topical steroid was increased and an oral steroid was prescribed. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the reporter, the symptoms have resolved.